Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a change sensor alarm and low blood glucose event. The customer¿s blood glucose was 40 mg/dl at the time of incident and no form of treatment was reported. Customer declined low blood glucose troubleshooting. No significant event leading to sensor issue was observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised that the sensor will be replaced. Insulin pump is not expected to return for analysis. Ozp mmt-7020-sensor. Frn-reservoir.